Event description:
The hospital reported that during a procedure, a flash of light was noted on the lower part of the video screen. Then a piece of loose wire was noted in the antrum while the snare was in use. The snare was immediately removed from the gastroscope and it was found that the snare wire was missing. The piece of snare wire was successfully retrieved with a disposable tripod. The patient was re-examined to check for additional foreign objects, but no foreign objects were noted. There was no patient injury reported.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The device was received damaged and with a snare loop wire broken. There are signs of arching at the distal tip of the operating wire. The cause of user's experience cannot be determined at this time. If additional information becomes available, a supplemental report will follow. This report is being filed as an MDR in an excess of caution.